Manufacturer narrative:
Unit function properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked lcd window at upper left and bottom right corners, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.(B)(4)

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 120 mg/dl at the time of the call. No further information was provided.